Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 90 mg/dl at 7:31 pm. 323 mg/dl at 7:36 pm. 59 mg/dl at 8:00 pm. 136 mg/dl at 8:01 pm. No adverse event reported. Return of the suspect device was requested for evaluation.